Manufacturer narrative:
Investigation in progress. Device not return.

Event description:
Revision due to infection. Patient underwent an initial knee procedure on (B)(6) 2018. Subsequently, the patient was revised due to infection of study device on (B)(6) 2018

Manufacturer narrative:
Patient¿s left tka was revised after 12 days due to a confirmed infection as reported in the operative notes. The device was part of a clinical study. A review of the DHR and sterility record indicated that the device was packaged and sterilized without exception. An engineering review of the lateral and a/p x-ray images in comparison with computer-aided design (cad) images, confirmed that they were after the index surgery and not after the revision surgery as reported in the warsaw complaint. Regardless, the x-ray images were not as expected when compared against ideal cad model images. Rather, an approximate square notch around the superior edge of the tm tibial baseplate is suspected. And although the notch is not a feature specified on the engineering drawing, it is not expected to have any engineering significance. The tm cr tibial monoblock component is not alleged to have failed in the complaint description nor has this engineering investigation identified any information that suggests that the device in question has failed to perform as intended or contributed to the patient¿s infection. This investigation by product development/post-market engineering is considered closed at this time. Should additional information become available, this investigation may be re-opened.

Event description:
It was reported that a patient underwent an initial knee procedure on (B)(6) 2018. Subsequently, the patient was revised due to infection of study device on (B)(6) 2018.